Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. The same day as the event onset, the patient was treated with unspecified antibiotics (discontinued after nine days) for the event. It was not reported if the patient was hospitalized for peritonitis. It was reported that on an unreported date, the patient passed away. The cause of death was reported as due to bacterial peritonitis and deteriorating condition of worsening hepatic cirrhosis. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.